Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the zilbs-635-10-8 device of lot number c1270526 involved in this complaint has not yet been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will updated once the complaint device has been returned and evaluated. From customer testimony, it is known that the patient anatomy was tortuous, with a stenosis. A sphincterotome could pass the stenosis. The customer reports that the stent was not deployed in the patient, and the physician tested the device by deploying the stent outside the patient¿s body. The complaint device was advanced over an unknown boston scientific wire guide, through an olympus jf-260-v endoscope. The procedure was completed with a new device. A sphincterotomy and pre-dilation were conducted prior to the incident. The target location for the complaint device was the porta hepatis. Resistance was not encountered when advancing the delivery system through the target lesion. The complaint device was not advanced through a previously placed stent. The complaint device was in situ about thirty seconds prior to the incident. No section of the device detached inside the endoscope or the patient. The customer provided an image of the complaint device. The image shows that the outer sheath (flexor) was separated from the handle at the white connector cap. There is no evidence of damage on the flexor. The image shows that the stent was deployed, and the stent can be seen in the packaging. The customer complaint is confirmed based on the image of the complaint device. Possible causes for this occurrence could include the patient anatomy. From customer testimony, it is known that the patient anatomy was tortuous, with stentosis. The patient anatomy could have created resistance during deployment, and high deployment forces. These forces could have caused or contributed to the flexor separating from the handle. However, as the device has not yet been returned and the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1270526) did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1270526. According to the initial reporter, the patient did not experience any adverse effects, and did not require any additional procedures due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The user advanced the device along the wire guide to reach the porta hepatis. Then they began to deploy the stent. The outer sheath was separated from handle part, so the stent could not deploy further. Withdraw the device and replace new one to finish the procedure. No adverse effects. The user tried to deploy the stent outside patient body whilst fixing the outer sheath stable by hand. The stent could deploy.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. The zilbs-635-10-8 device of lot number involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the patient anatomy was tortuous, with a stenosis. A sphincterotome could pass the stenosis. The customer reports that the stent was not deployed in the patient, and the physician tested the device by deploying the stent outside the patient¿s body. The complaint device was advanced over an unknown boston scientific wire guide, through an olympus jf-260-v endoscope. The procedure was completed with a new device. A sphincterotomy and pre-dilation were conducted prior to the incident. The target location for the complaint device was the porta hepatis. Resistance was not encountered when advancing the delivery system through the target lesion. The complaint device was not advanced through a previously placed stent. The complaint device was in situ about thirty seconds prior to the incident. No section of the device detached inside the endoscope or the patient. The customer provided an image of the complaint device. The image shows that the outer sheath (flexor) was separated from the handle at the white connector cap. There is no evidence of damage on the flexor. The image shows that the stent was deployed, and the stent can be seen in the packaging. On evaluation of the returned device, there was no tactile damage on the sheath. The flexor was separated from the handle at the white connecter cap. There was a kink observed in the inner peek catheter at 8.5cm from the white cap, when the handle was fully deployed. The overall flexor length was measured as 201cm, which is within specification of 200cm +2/-1cm. Complaint is confirmed as the failure was verified in the laboratory. Possible causes for this occurrence could include the patient anatomy. From customer testimony, it is known that the patient anatomy was tortuous, with stenosis. The patient anatomy could have created resistance during deployment, and high deployment forces. These forces could have caused or contributed to the flexor separating from the handle. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1270526. According to the initial reporter, the patient did not experience any adverse effects, and did not require any additional procedures due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: the user advanced the device along the wire guide to reach the porta hepatis. Then they began to deploy the stent. The outer sheath was separated from handle part, so the stent could not deploy further. Withdraw the device and replace new one to finish the procedure. No adverse effects. The user tried to deploy the stent outside patient body whist fixing the outer sheath stable by hand. The stent could deploy.